Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope the transducer membrane was separated from the backing causing no video during reprocessing. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was a deep cut on the control body and loose scope connection. In addition, it was noted, there was leakage, fluid and crack on the bending section, abnormal forceps passage and abnormal angulation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that an image did not appear. It was also confirmed that the forceps channel was damaged, and the air leaked from the forceps channel. Although the root cause could not be determined, it is likely that the scope failed due to the liquid that entered inside the device. Olympus will continue to monitor field performance for this device.